Event description:
The following information was reported to kci by the physician: on (B)(6) 2014, v.a.c. Therapy was applied to the patient's back and sacral pressure ulcer using the bridging technique. On (B)(6) 2014, the patient was transferred to another hospital for further treatment of the patient's pressure ulcers of the lower limbs, sacrum and back. The patient experienced a "pocket of the sacral pressure ulcer [that] was incised and changed to pre-existing treatment due to necrotic tissue." The patient also experienced a "pocket" on the back pressure ulcer, and a pocket incision was performed. No additional information is available. The unit's type or serial number was not provided, thus kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the necrotic tissue or pocket incision is related to v.a.c. Therapy.